Manufacturer narrative:
Initial and final (B)(4)- MDR 3003442380-2024-07810- device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at tubing on (B)(6) 2024 ( three events) and (B)(6) 2024( seven events). The issue occurred with ten simiar types of infusion sets used for couple of hours. No further information available.